Event description:
Fluid path occlusion through the transducer system reported. An IV pump was set to infuse d10 with heparin 1 unit/ml at 2ml/hr through the transducer system to an umbilical artery catheter. The system worked correctly until an arterial blood gas was drawn and the line was flushed. The pump then kept alarming for "distal occlusion" and the fluid delivery was interrupted. The arterial waveform looked fine and the pressure readings correlated accurately with the infant's manually checked blood pressure, so the rn did not initially suspect a problem with the transducer. The pump occlusion pressure was increased and the alarms still occurred. The pump was switched out several times, but every pump gave a "distal occlusion" alarm. The catheter was deemed pt, so the transducer was then switched out. The new transucer worked fine with the existing pump. The nurses feel that "troubleshooting the event took a very long time and if the infant had not been stable there could have been adverse effects"due to the lack of transduced info and the attention required for the equipment. The infant did not experience any adverse effects. No add'l info was available.